Event description:
Surgeon was cauterizing during t&a and stated bovie had a short, it burned inside of pts cheek. He got another tip and pencil and it worked fins. Insulation was not covering bottom part of pencil, looked like it had melted.